Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition was not confirmed. The device failed the visual assessment test and was found with a damaged nose cone. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had heat. The device was being used during surgery. The occurrence date is unknown. There was no patient or user injury. There was no additional information provided.